Event description:
Ems personnel were attending a pt, condition unknown. Several countershocks were delivered using device and the pt converted to asystole. External pacing was then attempted, however allegedly the operator was not able to get capture. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability.